Event description:
Eclipse homepump, 100 ml, 200 ml/hr, model # e102000, lot #0202594593 filled with cefepime 2 gram/0.9 percent sodium chloride 100 ml would not infuse when patient attached eclipse homepump to IV line.